Event description:
Patient was sitting on the edge of the bed with his feet and legs hanging off the side, with his feet touching the ground, when the foot end of the bed suddenly collapsed. He was sitting on the edge of the bed waiting for a provider to perform a small procedure, and it occurred just as the provider walked into the room. Neither the patient nor provider were injured. The provider did perform and complete her procedure, and the bed was swapped out with a properly functioning bed. The bed was taken down to our bio-med department to be looked over by our staff and staff from stryker. This is the third time in approximately 4 weeks we have had a "spirit select" chg/stryker bed collapse in the same exact manner. In all three incidents, the foot of the bed collapsed suddenly, and all three had a patient in it at the time, with one of the patients being intubated. On all three of the beds this happened with, the internal drive motor that powers the foot of the bed failed, and when I looked at the motor itself, all three motors were manufactured on the same day. Manufacturer response for inpatient bed, spirit select (per site reporter): spoke with stryker representative the day after the incident. We are both investigating the issue, whether its a bed issue or an internal drive motor issue.